Event description:
It was reported by the field clinical representative (fcr) that after an ablation procedure, this right ventricular (rv) lead exhibited high impedance, high pacing threshold and low r wave amplitude, ranging from 2.4 to 4 millivolts (mv). Fcr stated a potential rv lead revision and requested this observation to be documented. Technical services (ts) assessed and indicated that rv output programmed at 6.5 volts (v) with a pulse width of 0.4 milliseconds (ms), and anti tachycardia pacing (atp) output at 7.5v with a pulse width of 2.0 ms. Ts stated that these programming parameters were sufficient to support device function prior to lead revision. This rv lead remains in service. No adverse patient effects were reported. According to the additional information. The rv lead was surgically explanted and returned due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; f10: device codes; and h6: device codes.

Event description:
It was reported by the field clinical representative (fcr) that after an ablation procedure, this right ventricular (rv) lead exhibited high pacing threshold and low r wave amplitude, ranging from 2.4 to 4 millivolts (mv). Fcr stated a potential rv lead revision and requested this observation to be documented. Technical services (ts) assessed and indicated that rv output programmed at 6.5 volts (v) with a pulse width of 0.4 milliseconds (ms), and anti tachycardia pacing (atp) output at 7.5v with a pulse width of 2.0 ms. Ts stated that these programming parameters were sufficient to support device function prior to lead revision. This rv lead remains in service. No adverse patient effects were reported. According to the additional information. The rv lead was surgically explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter title; e1: initial reporter first name; e1: initial reporter last name; e1: initial reporter address 1; e1: initial reporter address 2; e1: initial reporter zip/post code; e1: initial reporter phone; e1: initial reporter email; e1: initial reporter fax; and e3: occupation.

Event description:
It was reported by the field clinical representative (fcr) that after an ablation procedure, this right ventricular (rv) lead exhibited high pacing threshold and low r wave amplitude, ranging from 2.4 to 4 millivolts (mv). Fcr stated a potential rv lead revision and requested this observation to be documented. Technical services (ts) assessed and indicated that rv output programmed at 6.5 volts (v) with a pulse width of 0.4 milliseconds (ms), and anti tachycardia pacing (atp) output at 7.5v with a pulse width of 2.0 ms. Ts stated that these programming parameters were sufficient to support device function prior to lead revision. This rv lead remains in service. No adverse patient effects were reported. According to the additional information. The rv lead was surgically explanted due to dislodgement. No additional adverse patient effects were reported.